Manufacturer narrative:
The customer¿s report of an overinfusion of fentanyl was confirmed. The pcu event log shows that on (B)(6) 2018 at 3:10 pm, the user programmed a custom concentration infusion of fentanyl weight based dosing. The user entered 1 mcg for the drug amount and 50 ml for the diluent volume, which made the concentration 0.02 mcg/ml. The user entered (B)(6) kg for the patient weight and selected yes to the guardrails warning ¿concentration is below guardrails limit of 9 mcg/ml. Proceed?¿ the user then entered 1 mcg/kg/hr for the dose, however the pcu displayed maximum rate exceeded. The user then cleared the dose and entered 50 ml/hr for the rate, which made the dose 0.0161 mcg/kg/hr. The user entered 50 ml for the vtbi and started the infusion. The user selected yes to the guardrails warning ¿dose is below guardrails limit of 0.1 mcg/kg/hr. Proceed?¿ at 3:25 pm, the user paused the infusion and restarted it 3 minutes later, selecting yes to the guardrails warning ¿dose is below guardrails limit of 0.1 mcg/kg/hr. Proceed?¿ at 4:09 pm, the device alarmed for air in line. The user then paused the infusion and channeled the device off. The root cause of the overinfusion of fentanyl was identified as user programming, first entering an apparently incorrect concentration and then entering a rate of 50 ml/hr rather than the intended dose of 50 mg/hr.

Event description:
The customer reported that fentanyl 50 ml was initiated to infuse at 1 ml/hr (50 mcg/hr) at 15:22. At 16:16, the rn noted that the fentanyl bag was empty without the pump alarming. They were able to withdraw 11 ml of fentanyl that was still within the tubing set. The patient was sedated and narcan was considered, however, it was not administered as the patient's vital signs remained stable. There was no lasting harm caused to the patient.